Event description:
During a remote follow-up, myopotential oversensing and noise episodes were observed on the right atrial (ra) lead. No intervention has been performed. The patient is stable with no consequences.